Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had a partial seal. They used a new device to complete the case. No patient bleeding or injury. No further information provided.